Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified external iliac artery. A 3mm x 40mm x 146cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for several seconds, the balloon vertically ruptured. The device was removed, and the procedure was completed with a different device. No patient injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.